Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced button error alarm. The customer's blood glucose value was 240 mg/dl. The customer stated that he was hospitalized because he was without insulin for about 4 hours. The customer stated that the time advances. The customer stated that the pump was not exposed to moisture. The product was returned for analysis.